Event description:
General report received of an unspecified number of undocumented incidents of blood loss. The customer contact reported that when flushing the tubing sets with unspecified solutions, the silicone sleeves of the clave ports remained in the open position; subsequently unspecified volumes of blood leaked. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. The info on reprocessing of the device was requested; however, no response has been received.